Manufacturer narrative:
The event date is unknown. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.